Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. The device would not be replaced due to the patient¿s medical condition. In addition, the asymptomatic patient was not implantable cardioverter defibrillator dependent.